Event description:
Patient reported "bilateral nephrolithiasis" not related to device. Patient representative reported fear of anaplastic cell lymphoma, capsular contracture (baker grade unknown) and local inflammation. This relates to the left side. Device has been explanted.

Manufacturer narrative:
(B)(4). The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late.